Event description:
It was reported that the patient experienced line blocked alarms due to bent cannulas. The issue was resolved by replacing the infusion site. There was patient involvement, with no harm reported. A total of five products were affected. This report is being submitted for the second of the five products involved.

Manufacturer narrative:
The customer's allegation could not be confirmed during the investigation, as no samples or pictures were provided. A Device History Record (DHR) review could not be performed because the lot number was not provided. Without the return of the used samples, a comprehensive failure investigation could not be conducted, and a probable cause could not be determined.